Event description:
It was reported that during the operation, the tip of the daig sheath became slightly broken. Customer suspected that the lasso catheter might have been rubbed with the sheath. The procedure was completed successfully.

Manufacturer narrative:
Upon evaluation of the catheter, it was noticed that right #1 was damaged and it is possible that the ring electrode got caught with the edge of the sheath's tip causing the damage on the ring. The electrode ring #1 had lifted from the edge of the ring and was damaged indicating that excessive force was applied. The pu margins were found to be within specification. The complaint is a known issue and a corrective action has been opened to investigate and correct this issue. Upon review of the evaluation findings on 10/24/08, biosense webster became aware of the fact that this complaint is a reportable malfunction.